Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation into this issue is still ongoing.

Manufacturer narrative:
Investigation into this issue is ongoing.

Event description:
Customer reported triage was positive and laboratory method was negative for one patient. Customer found that several samples collected that day were not fully filled in the 4.0 tubes. Unknown whether the sample for this patient was affected. No patient data available, patient had general chest pains. Although requested, no additional information was provided.